Event description:
It was reported that this pacemaker reverted to safety mode resulting in a message in the remote home monitoring system. Technical services (ts) discussed that the safety mode parameters are non-programmable and recommended device explant. The local field representative indicated that the patient has an excellent underlying rhythm and a good range of rates. It was reported that due to the condition of the patient and lack of symptoms, the physician plans to leave the device implanted until end of life (eol) is reached. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker reverted to safety mode resulting in a message in the remote home monitoring system. Technical services (ts) discussed that the safety mode parameters are non-programmable and recommended device explant. The local field representative indicated that the patient has an excellent underlying rhythm and a good range of rates. It was reported that due to the condition of the patient and lack of symptoms, the physician plans to leave the device implanted until end of life (eol) is reached. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This report is being filed to correct g2: report source (other) from the previous submitted report.